Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20233. It was reported the pt requested to have the system explanted due to ineffective stimulation. Follow-up revealed the pt's pain pattern was lower back and legs. The pt has never received effective coverage. The system was removed on (B)(6) 2013 and product was returned for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.